Manufacturer narrative:
(B)(4). Though requested, the s8-3t has not been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed.

Event description:
The customer reported that while using the s8-3t transducer, the system displayed an error banner indicating inoperability of the tee. The operating room procedure completed normally using adjunct image capability. No injury was reported.